Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): the full lead was returned and analyzed. Analysis results revealed that the helix was disengaged from the helical channel. Blood/body fluid was present on the distal conductor (not obstructed) and in/on the helix mechanism and its sleeve head. The inner tubing was kinked/buckled. The tip seal was observed to be out of position.

Event description:
It was reported that the lead was attempted at implant but the helix would not extend. The lead was not used and another was successfully implanted. There were no patient complications reported as a result of this event.